Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via manual dose injection. It was also reported that the pump's usb port was damaged resulting in difficulties charging the pump. It was reported that the customer experienced a blood glucose level of 45 mg/dl. Customer addressed bg level by consuming glucose tablets. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.